Manufacturer narrative:
This supplemental report is submitted to provide the results of the legal manufacturer¿s investigation. The device history record for the subject device was reviewed and it was verified the device was manufactured in accordance with documented specifications. The legal manufacturer performed an investigation. A conclusive root cause was not identified. The investigation determined the likely cause of the reported event was failure of the non-olympus main lamp. As stated in the instructions for use: "never install a lamp that has not been approved by olympus. The use of a non-approved lamp can cause damage to the light source and ancillary equipment, malfunction or a fire."

Manufacturer narrative:
The device was returned to an olympus service center for evaluation and the reported issue was confirmed. The error "e103" was displayed when the 190-model scope was connected to the light source. The "e103" error was caused when the lamp failed to ignite. The unit had a non-olympus lamp with over 100 hours of use. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The user facility reported to olympus that during preparation for use for a diagnostic procedure, a 103 error was displayed while using the evis exera iii xenon light source. The error was an intermittent issue. The error occurred when two (2) evis exera iii gif-hq190 gastroscopes were connected. When the evis exera ii cf-h180al videocolonoscope was connected, there was no error. The user was able to use the light source through the entire procedure with no issues. The user noted that the clv-190 light source had been sent in for repair before with the same issue. The user stated the olympus maj-1918 xenon lamp was not being used. An older olympus lamp was used with the light source and both lamps had the same issue. No patient harm was reported.